Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received reported that the patient did not have concerns with the device or therapy anymore. The patient received assistance from the doctor or manufacturer representative and their concerns were resolved. The patient had an appointment date of (B)(6) 2014 "mon."

Event description:
It was reported that the patient could not use therapy during the day because ¿it affected something¿ and made the patient pass out if she stood up to use it. The patient had to lie down. The patient stated she was in pain during the day. If she turned the device on and tried to do something heart rate went up and she ¿sweat like she stood up too fast.¿ this started happening right after they put the device in and that was her ¿very first complaint to the reps.¿ it was noted ¿they¿ said it should not be doing this and she should be able to use it during the day. According to the patient, the manufacturer representatives stated it was probably the patient¿s body that was ¿messing up.¿ the patient stated, ¿I know it has something to do with the placement on my spine somewhere.¿ if she turned it on and stood up, it was ¿putting pressure on the spine some place.¿ it was different if she was sitting down or lying down. The patient used it when she was lying down or when she woke up in the middle of the night ¿having so much pain.¿ the patient used the patient programmer and adjusted if she was in pain to get pain relief. The patient would lie in bed, turn it on and adjust it. The patient could not take pain medication, did not use any narcotics, and had her ¿normal usual pain.¿ the patient was ¿in pain 24/7 anyway.¿ the patient had back pain for years, but the new back pain had been bothering her more than usual within the last few months. The patient now had a group b and would help with a different area and felt stronger than group a. No interventions or outcome were reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.